Manufacturer narrative:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. User stated that the alarm first occured the previous night and they had utilized help screen which resolved the issue. However, the alarm reoccurred again today morning approximately around 2 am. The esp personnel instructed melissa to confirm that there was no blood in the helium tubing, that all connections were secure and appropriate, and that the line had no visible kinks. And also explained the nature of the alarm and based on the patient¿s hemodynamics and overall clinical condition, the alarm was likely related to intubation with a peep of 10. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.